Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed by a service center that found no visual problem. A functional evaluation revealed a short circuit error message after power up. It was also noted handpiece was warming up. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with an electrical component failure. Factors that could have contributed to the reported event include connecting a hand piece that is still wet from sterilization processing or connecting a shorted out hand piece causing damage to the motor controller pcb. Please refer to the dyonics power ii control system operations/service manual for recommendations on proper cleaning and sterilization processes. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the dii controller was working with the foot pedal. After the insertion point was switched, smoke started coming out from the controller. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).